Manufacturer narrative:
H10: the sample was received for evaluation with original caps attached to the connectors and a 15 liter drain bag attached to the drain line molded port. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date of (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap of an amia automated pd cycler set was detached from the patient line and found in the bag (overpouch). This was observed during setup of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.